Manufacturer narrative:
Software analysis was completed, but there was insufficient information to determine if a software anomaly contributed to the reported behavior. Previously reported codes 10 and 213 are applicable, as is code 4315. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2) correction: a1-5 updated with corrected information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used intra/peri-operatively of a cervical spine procedure. It was reported that the site's imaging system was unable to send a navigated exam to the navigation system. The manufacturing representative at the site confirmed that the navigation and imaging systems were communicating prior to the spin stating "all lines were green." After the spin, the nav tag was able to be seen on the mobile viewing station (mvs) and when exporting the exam manually, it was made sure that the navigation system in the box that pops up was selected and was getting an error stating "failed to upload dicom" on the mvs. They tried to troubleshoot the issue by exporting the exam via usb to the navigation system without success. The exam would download and show the nav tag, but would not allow the software to advance to navigation. Technical services (ts) confirmed that after the scan, the imaging system wasn't moved for an extended period of time. They did a full reboot of the systems without resolution. There was a less than 1-hour delay to the procedure and no impact on patient outcome. (B)(6) 2020 it was reported that the most likely cause of the issue is corrupt o-arm scan. A re-scan was done and that resolved the issue.